Event description:
The manufacturer received information alleging a trilog evo ventilator changed modes on its own while in patient use. The customer states that the unit changed from simv volume mode to CPAP. The customer was told that the unit would need to be changed manually along with circuit testing and how to use it. The customer stated that no one changed the mode and that this occurred on its own. It is noted that the CPAP during the day is 6cm, at night it is simv volume 220 tidal volume, rate 16 peep 10 pressure support 10. The patient never uses the CPAP and the event log does not show a change of prescription to CPAP. The family had the patient out by the pool and got sunburned but was not on the ventilator at the time. Upon taking the patient inside then placing on the ventilator, the patient became distressed, and they transported the patient to the emergency room where the respiratory therapist stated that the patient needed to be ventilated but the unit was set to CPAP. Upon changing to simv, after a while the patient was fine and was discharged. CPAP mode was then deleted off the ventilators. The customer states that additionally, 2-5 lpm per need occurred. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilog evo ventilator changed modes on its own while in patient use. The customer states that the unit changed from simv volume mode to CPAP. The customer was told that the unit would need to be changed manually along with circuit testing and how to use it. The customer stated that no one changed the mode and that this occurred on its own. It is noted that the CPAP during the day is 6cm, at night it is simv volume 220 tidal volume, rate 16 peep 10 pressure support 10. The patient never uses the CPAP and the event log does not show a change of prescription to CPAP. The family had the patient out by the pool and got sunburned but was not on the ventilator at the time. Upon taking the patient inside then placing on the ventilator, the patient became distressed, and they transported the patient to the emergency room where the respiratory therapist stated that the patient needed to be ventilated but the unit was set to CPAP. Upon changing to simv, after a while the patient was fine and was discharged. CPAP mode was then deleted off the ventilators. The customer states that additionally, 2-5 lpm per need occurred. Additionally, the customer responded to a good faith effort communication and states the additional information. "This patient had dual prescription (daytime on CPAP and nighttime on simv). She had been using trilogy 100 vents. We switched out to evo's on (B)(6) 2025. We received the trilogy evo with mom and nursing and grandpa were there also, but mostly with mom. On tuesday after holiday, I received a call from on call therapist stating she received a call from mom last (monday) night that vent upstairs was prompting her to change circuits when she was trying to change modes. This is what it should do because she was using pediatric heated circuit upstairs and adult dry circuit on downstairs vent (CPAP). She called her physician who told her to remove CPAP settings which she did on her own. On the sunday prior to this (2 days before) they were very active at pool outside in sun all day etc... And they noticed she seemed tired and not feeling right, but mom said she thought it was from being in sun so much. Eventually they thought she might be getting sick so, they took her to ER. In ER rt stated he thought she just needed ventilatory assistance and mom stated, "she is on a ventilator." The rt stated she is on CPAP. She didn't realize what mode it was in. They switched modes and went home on simv mode. This is how it was relayed to me. Mom stated the vent had to be defaulting to CPAP or something and had no confidence in either vent stating both had done this switching modes by themselves. I went out on (B)(6) 2025 and switched out both vents and brought them in to be tested. I put in dual settings again and ran awhile and never changed with turning unit on and off. I checked event logs and didn't see any prescription changes till mom deleted CPAP. I called and spoke to the clinical team at philips and then did usb downloads from both vents before selecting new patient and putting back in service. Since putting other evo vents out to patient with only one script on (B)(6) 2025 we have had no problems. I wonder if it was user error, difficult to believe 2 different vents would glitch in the same way. However, to make everyone feel ok we swapped out to test ourselves. No one was hurt etc. I called and spent about an hour with tech support trying to see where to find event logs etc. From downloads and they said when downloads are from usb you cannot retrieve events. Since then, everything deleted when I selected new patient on vents before putting back out. Therefore, I can't answer some of your questions. The vents were (B)(6)." The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilog evo ventilator changed modes on its own while in patient use. The customer states that the unit changed from simv volume mode to CPAP. The customer was told that the unit would need to be changed manually along with circuit testing and how to use it. The customer stated that no one changed the mode and that this occurred on its own. It is noted that the CPAP during the day is 6cm, at night it is simv volume 220 tidal volume, rate 16 peep 10 pressure support 10. The patient never uses the CPAP and the event log does not show a change of prescription to CPAP. The family had the patient out by the pool and got sunburned but was not on the ventilator at the time. Upon taking the patient inside then placing on the ventilator, the patient became distressed, and they transported the patient to the emergency room where the respiratory therapist stated that the patient needed to be ventilated but the unit was set to CPAP. Upon changing to simv, after a while the patient was fine and was discharged. CPAP mode was then deleted off the ventilators. The customer states that additionally, 2-5 lpm per need occurred. Additionally, the customer responded to a good faith effort communication and states the additional information. "This patient had dual prescription (daytime on CPAP and nighttime on simv). She had been using trilogy 100 vents. We switched out to evo's on 5/21/2025. We received the trilogy evo with mom and nursing and grandpa were there also, but mostly with mom. On tuesday after holiday I received a call from on call therapist stating she received a call from mom last (monday) night that vent upstairs was prompting her to change circuits when she was trying to change modes. This is what it should do because she was using pediatric heated circuit upstairs and adult dry circuit on downstairs vent (CPAP). She called her physician who told her to remove CPAP settings which she did on her own. On the sunday prior to this (2 days before) they were very active at pool outside in sun all day etc... And they noticed she seemed tired and not feeling right, but mom said she thought it was from being in sun so much. Eventually they thought she might be getting sick so, they took her to ER. In ER rt stated he thought she just needed ventilatory assistance and mom stated "she is on a ventilator." The rt stated she is on CPAP. She didn't realize what mode it was in. They switched modes and went home on simv mode. This is how it was relayed to me. Mom stated the vent had to be defaulting to CPAP or something and had no confidence in either vent stating both had done this switching modes by themselves. I went out on 5/28/2025 and switched out both vents and brought them in to be tested. I put in dual settings again and ran awhile and never changed with turning unit on and off. I checked event logs and didn't see any prescription changes till mom deleted CPAP. I called and spoke to the clinical team at philips and then did usb downloads from both vents before selecting new patient and putting back in service. Since putting other evo vents out to patient with only one script on 5/28/2025 we have had no problems. I wonder if it was user error, difficult to believe 2 different vents would glitch in the same way. However, to make everyone feel ok we swapped out to test ourselves. No one was hurt etc. I called and spent about an hour with tech support trying to see where to find event logs etc. From downloads and they said when downloads are from usb you cannot retrieve events. Since then, everything deleted when I selected new patient on vents before putting back out. Therefore, I can't answer some of your questions. The vents were (B)(6) and (B)(6)." Additionally, the clinical assessment team originally classified this complaint as a serious injury, but it has since been re-assessed. The clinical assessment team states that based on the information provided, this event is assessed as a non-serious injury. The caregiver was required to verify the prescription settings on the device prior to its use. The dme checked event logs and did not see any prescription changes till mom deleted CPAP on monday, after the event. The dme brought the devices in to be tested, put in dual settings again and ran awhile and never changed with turning unit on and off. Therefore, the device did not contribute to a serious injury or death. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. The section h coding has been updated as well as the adverse event type to reflect this change.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilog evo ventilator changed modes on its own while in patient use. The customer states that the unit changed from simv volume mode to CPAP. The customer was told that the unit would need to be changed manually along with circuit testing and how to use it. The customer stated that no one changed the mode and that this occurred on its own. It is noted that the CPAP during the day is 6cm, at night it is simv volume 220 tidal volume, rate 16 peep 10 pressure support 10. The patient never uses the CPAP and the event log does not show a change of prescription to CPAP. The family had the patient out by the pool and got sunburned but was not on the ventilator at the time. Upon taking the patient inside then placing on the ventilator, the patient became distressed, and they transported the patient to the emergency room where the respiratory therapist stated that the patient needed to be ventilated but the unit was set to CPAP. Upon changing to simv, after a while the patient was fine and was discharged. CPAP mode was then deleted off the ventilators. The customer states that additionally, 2-5 lpm per need occurred. Additionally, the customer responded to a good faith effort communication and states the additional information. "This patient had dual prescription (daytime on CPAP and nighttime on simv). She had been using trilogy 100 vents. We switched out to evo's on (B)(6) 2025. We received the trilogy evo with mom and nursing and grandpa were there also, but mostly with mom. On tuesday after holiday I received a call from on call therapist stating she received a call from mom last (monday) night that vent upstairs was prompting her to change circuits when she was trying to change modes. This is what it should do because she was using pediatric heated circuit upstairs and adult dry circuit on downstairs vent (CPAP). She called her physician who told her to remove CPAP settings which she did on her own. On the sunday prior to this (2 days before) they were very active at pool outside in sun all day etc... And they noticed she seemed tired and not feeling right, but mom said she thought it was from being in sun so much. Eventually they thought she might be getting sick so, they took her to ER. In ER rt stated he thought she just needed ventilatory assistance and mom stated "she is on a ventilator." The rt stated she is on CPAP. She didn't realize what mode it was in. They switched modes and went home on simv mode. This is how it was relayed to me. Mom stated the vent had to be defaulting to CPAP or something and had no confidence in either vent stating both had done this switching modes by themselves. I went out on (B)(6) 2025 and switched out both vents and brought them in to be tested. I put in dual settings again and ran awhile and never changed with turning unit on and off. I checked event logs and didn't see any prescription changes till mom deleted CPAP. I called and spoke to the clinical team at philips and then did usb downloads from both vents before selecting new patient and putting back in service. Since putting other evo vents out to patient with only one script on (B)(6) 2025 we have had no problems. I wonder if it was user error, difficult to believe 2 different vents would glitch in the same way. However, to make everyone feel ok we swapped out to test ourselves. No one was hurt etc. I called and spent about an hour with tech support trying to see where to find event logs etc. From downloads and they said when downloads are from usb you cannot retrieve events. Since then, everything deleted when I selected new patient on vents before putting back out. Therefore, I can't answer some of your questions. The vents were (B)(6)." Additionally, the clinical assessment team originally classified this complaint as a serious injury, but it has since been re-assessed. The clinical assessment team states that based on the information provided, this event is assessed as a non-serious injury. The caregiver was required to verify the prescription settings on the device prior to its use. The dme checked event logs and did not see any prescription changes till mom deleted CPAP on monday, after the event. The dme brought the devices in to be tested, put in dual settings again and ran awhile and never changed with turning unit on and off. Therefore, the device did not contribute to a serious injury or death. During the evaluation at the third-party service center, the customer's complaint was not confirmed. There is no documentation stated on a root cause for the mode changes or a component replacement in order to resolve the issue. The service technician notes that the device has shutdown issues, and the power supply was replaced to resolve the issue. It is also noted that the filter has discoloration and yellow tubes. The device evaluation was completed on ra 319069415. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.